Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported no audible heard was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: the device was initially reported as returning for analysis but the device was not returned.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 5f sheath. A first prostyle device was successfully pre-placed. While attempting to pre-place a second prostyle device, the plunger was fully depressed, but there was no audible "click" heard. Then, when the plunger was removed, there was no suture attached. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.